Manufacturer narrative:
(B)(4). The lot was manufactured from may 29, 2013 to may 30, 2013. As the sample was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had ¿solution in the stem that runs down the middle of the balloon.¿ there was no patient involvement. No additional information is available.